Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvicp ain female") in a 54 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), abdominal distension ("bloating"), arthralgia ("muscle and joint pain"), abdominal pain ("abdominal pain"), sleep disorder ("sleep disorders"), premature menopause ("early menopause"), deafness ("hearing loss"), ear pruritus ("itchy ear"), tinnitus ("tinnitus"), a first episode of sinusitis ("sinusitis"), a second episode of sinusitis ("sinusitis"), hyposmia ("impaired sense of smell"), rhinitis allergic ("allergic rhinitis"), dysphonia ("dysphonia"), hoarseness ("hoarseness"), loss of libido ("loss of libido"), dry mouth ("dry mouth"), productive cough ("wet cough"), memory impairment ("impaired memory"), disturbance in attention ("difficulty concentrating"), hyperhidrosis (" excessive sweating"), limb discomfort ("feeling of heavy legs"), cardiovascular disorder (" poor blood circulation"), peripheral coldness ("cold hands & feet"), skin discolouration ("white fingertips"), hot flush ("hot flushes "), burning sensation ("burning sensation in the legs"), alopecia ("hair loss"), dry skin ("dry skin"), pruritus ("itching"), abdominal pain upper ("stomach pain"), constipation ("constipation"), rhinorrhoea ("runny nose"), back pain ("back pain"), musculoskeletal stiffness ("muscle stiffness,") and mobility decreased ("difficulty getting started again after sitting for a while.") And was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to abdominal distension, arthralgia, abdominal pain, pelvic pain, sleep disorder, weight increased, premature menopause, deafness, ear pruritus, tinnitus, the first episode of sinusitis, the second episode of sinusitis, hyposmia, rhinitis allergic, dysphonia, hoarseness, loss of libido, dry mouth, productive cough, memory impairment, disturbance in attention, hyperhidrosis, limb discomfort, cardiovascular disorder, peripheral coldness, skin discolouration, hot flush, burning sensation, alopecia, dry skin, pruritus, abdominal pain upper, constipation, rhinorrhoea, back pain, musculoskeletal stiffness or mobility decreased. The reporter commented: I am requesting the removal of my essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 22-dec-2023. The most recent information was received on 11-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvicp ain female") in a 54 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), abdominal distension ("bloating"), arthralgia ("muscle and joint pain"), abdominal pain ("abdominal pain"), sleep disorder ("sleep disorders"), premature menopause ("early menopause"), deafness ("hearing loss"), ear pruritus ("itchy ear"), tinnitus ("tinnitus"), a first episode of sinusitis ("sinusitis"), a second episode of sinusitis ("sinusitis"), hyposmia ("impaired sense of smell"), rhinitis allergic ("allergic rhinitis"), dysphonia ("dysphonia"), hoarseness ("hoarseness"), loss of libido ("loss of libido"), dry mouth ("dry mouth"), productive cough ("wet cough"), memory impairment ("impaired memory"), disturbance in attention ("difficulty concentrating"), hyperhidrosis (" excessive sweating"), limb discomfort ("feeling of heavy legs"), cardiovascular disorder (" poor blood circulation"), peripheral coldness ("cold hands & feet"), skin discolouration ("white fingertips"), hot flush ("hot flushes "), burning sensation ("burning sensation in the legs"), alopecia ("hair loss"), dry skin ("dry skin"), pruritus ("itching"), abdominal pain upper ("stomach pain"), constipation ("constipation"), rhinorrhoea ("runny nose"), back pain ("back pain"), musculoskeletal stiffness ("muscle stiffness,") and mobility decreased ("difficulty getting started again after sitting for a while.") And was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the outcomes for these events or their latest episode were unknown. No causality assessment was received for essure with regard to abdominal distension, arthralgia, abdominal pain, pelvic pain, sleep disorder, weight increased, premature menopause, deafness, ear pruritus, tinnitus, the first episode of sinusitis, the second episode of sinusitis, hyposmia, rhinitis allergic, dysphonia, hoarseness, loss of libido, dry mouth, productive cough, memory impairment, disturbance in attention, hyperhidrosis, limb discomfort, cardiovascular disorder, peripheral coldness, skin discolouration, hot flush, burning sensation, alopecia, dry skin, pruritus, abdominal pain upper, constipation, rhinorrhoea, back pain, musculoskeletal stiffness or mobility decreased. The reporter commented: I am requesting the removal of my essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.